Event description:
A hemodialysis user facility has reported a pt had a possible on (B)(6) 2010. The facility was contacted for add'l info. It was learned on 07/26/2010 that this was a fairly new pt to dialysis, having been receiving dialysis here approx 1 month. For this event, at 45 minutes into the treatment, the pt became diaphoretic and short of breath reportedly becoming quite uncomfortable. The md was notified and orders were given to discontinue the dialysis treatment. It was learned that dialysis was then stopped. No blood was returned to the pt. It was reported that the pt felt better. The pt was then transported to the hospital and admitted. The pt received dialysis later in the day with an ambio 100 without incident. The pt was then discharged to home where he now receives dialysis with the am bio dialyzer without further incident. The rn stated she does not know the lot number and that and no sample is available for an eval. Of note: the pt does have a catheter for access.